Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Correction: h6 clinical code, h6 component code, h6 investigation findings, h6 investigation conclusions.

Manufacturer narrative:
Correction: h6 type of investigation.

Manufacturer narrative:
H3: pending investigation. D10: 3879987 - 02-010-04-0250 - logic cr femoral por, left, sz 5 5828984 - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 5893473 - 200-02-38 - three peg patella 38mm 5967715 - 201-78-15 - holding pin mini sharp point 4 pk 4923884 - 201-78-81 - 3 trocar, mod. Hex 2pk s017624 - 521-78-23 - threaded pin size 2.3 collared s017625 - 521-78-23 - threaded pin size 2.3 collared s013348 - 521-78-32 - threaded pin size 3.0 collarless 3042019052 - a10012 - gps implant kit v2 h7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2019. The patient was revised on (B)(6) 2023 due to poly wear and femur loosening. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.